Event description:
Boston scientific received information that a health care provider (hcp) requested that a local area sales representative interrogated this device, as the patient implanted with this device experience a syncopal episode. Upon interrogation, a ventricular tachycardia (vt) episode was successfully treated with a 41j shock. It was concluded that the syncopal episode was likely a result of the vt. Non-invasive programmed stimulation (nips) testing was performed and defibrillation thresholds were tested at 31j two separate instances. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received indicating this device was explanted for normal battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.